Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2006, the lay user/patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. The patient obtained a 303 mg/dl first thing in the morning. She administered 26 units of humalog and ate breakfast 30 minutes later. She tested 2.5 hours later and obtained a 330 mg/dl. She administered 70 units of lantus and 22 units of humalog. She later woke from a nap feeling shaky and sweaty. She tested and obtained a 250 mg/dl. She tested again and obtained a 230 mg/dl. The patient then tested on what she recalled to be a one touch ii meter and obtained a 52 mg/dl. She administered self-care by taking glucose tablets and glucagon. There was no indication that the patient sought further medical attention. The customer care advocate (cca) verified that the calibration code and unit of measurement were set correctly. The patient was correctly cleaning the punture area and using the correct testing technique.the test strips were in good condition, within expiration date, stored properly, and not opened longer than the discard date. The cca walked the patient through a control solution test and the result of 284 mg/dl was higher than the acceptable range of 96-127 mg/dl. This complaint is being reported as an adverse event due to the following conclusion: the patient obtained relatively high results on the reported meter and took insulin based on those results; later the patient had developed symptoms that suggest he was hypoglycemic, but still obtained a high result on the meter which did not correlate with his symptoms. He then obtained a result of 52 mg/dl on another meter and administered proper self-treatment.